Event description:
No additional information was provided.

Manufacturer narrative:
One sample and one photo of a 1ml amber oral syringe (p/n ¿ 305207) were received and evaluated. The syringe received loose is missing almost all the scale markings on the barrel. The photo shows one loose syringe with the missing scale markings as described above. The condition observed is non-conforming per product specification. Potential root cause for the scale markings missing defect is associated with the marking process. These conditions are occurring at/below their expected frequency. Therefore, no corrective action is required at this time. A device history record review was completed for provided lot number 8324968 showing no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd oral syringe had a scale marking issue. The following information was provided by the intial reporter translated from french to english: "the customer declares a quality defect on syringes ref 305207 / the graduations fade when touched / the order and invoice date from 2019.".